Manufacturer narrative:
Product analyzed. No dimensions found to be out of spec. Looks like the needle was forced off of its axis while trying to penetrate the cortical bone. Needle can be bent with minimal force if the force is not exerted along its axis.

Event description:
Per complaint from (B)(6)... The needle had bent during sample collection. The clinician had passed the needle through the boney cortex and what they thought was marrow.